Event description:
Iabp sounded high gas leak alarm. There was no augmentation. Blood had backed into balloon tubing. Balloon clamped and md notified. Patient had to be taken to or to remove balloon. Balloon had been inserted during open heart surgery using transthoracic approach on 3/25/94.